Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that proximal stent row 1 was damaged and stent struts were lifted and pulled distally. Proximal stent rows 2-6 were deformed. The maximum crimped stent profile measurement at the time of manufacture was reviewed and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found a slight polymer extrusion kink 17mm distal from the distal edge of device tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x12mm synergy ii drug eluting stent was selected for use. However, during unpacking, it was noted that the proximal end of the stent struts were peeled back. The procedure was completed with another stent. No patient complications were reported and patient's status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x12mm synergy ii drug eluting stent was selected for use. However, during unpacking, it was noted that the proximal end of the stent struts were peeled back. The procedure was completed with another stent. No patient complications were reported and patient's status is okay.